Manufacturer narrative:
A product malfunction with no deficiency was identified for the cell-dyn ruby instrument in the product evaluation. The abbott field service representative (fsr) replaced several parts on the cell-dyn ruby instrument which included the closed mode aspiration needle and the 2.5 ml syringe, due to clogging and/or obstruction. Instrument tubing and fitting lines were also replaced as preventive maintenance. The instrument was performing within specification and no further assistance was required. The customer issue was resolved by performing required maintenance on the instrument.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic or discrepant hemoglobin results generated from the cell-dyn ruby in the closed mode. The customer stated the hemoglobin flow cell was recently replaced, the instrument was calibrated and operating as expected. The customer performed various troubleshooting procedures without resolution and requested a service call for the cell-dyn ruby. The customer provided an example of discrepant results as follows: specimen (B)(6) initial result: 7.11 g/dl, repeat result: 4.81 and 9.96 g/dl, respectively. The discrepant results were not reported out of the lab, therefore, there was no impact to patient management.